Event description:
A black spot was observed on the polyethylene component inside the sterile packaging. Photographs show a small black dot on the component. All the available information was provided.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h4, h6, h11 corrected data: h4 device manufacturer date. Visual evaluation of the provided photo found a piece of unknown debris on the device. Visual evaluation of the returned product did not find any debris indicating the debris was loose and not embedded in the device. No futher evaluation of the unknown debris could be performed. A review of the device history records identified no deviations or anomalies during manufacturing related to the reported event a review of complaint history found no additional related issues for the reported part and part lot combinations. A definitive root cause or condition of the device when it left zimmer biomet cannot be determined, as the product was returned opened. This complaint cannot be confirmed. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.